Event description:
It was reported to philips that the geometry system did not start up completely, which would impact geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a diagnostic procedure was aborted and subsequently completed using an alternate system. A philips field service engineer (fse) visited the site to investigate further and observed that the monitor on the geo pc indicated the system had failed to complete its startup process, getting stuck during the boot sequence. An examination of the system log files revealed issues specifically related to the geo pc. The fse proceeded to restart the pc utilizing download board software, which successfully restored the system to proper working order. The codes have been updated based on the investigation's outcome.